Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used due to a faulty performance issue. Follow up for further information from the healthcare provider was not possible. The lead was removed from service and not used. No patient complications have been reported as a result of this event.